Event description:
It was reported that: "broach handle cracked."

Manufacturer narrative:
Summary of evaluation: the investigation concluded that the event is related to other previous events for this product where the handle fractured inferior to the strike plate. Investigations of these previous events concluded that the root cause was design related. Design change was released in (B)(4) 2007 to strengthen the area between the strike plate and handle. The per device was manufactured to the previous design configuration. The revised configuration has no small holes inferior to the strike plate which could allow the initiation and propagation of fractures. No similar events have been reported for products manufactured after full implementation of this design change. If cracks are found the handles are to be returned to stryker orthopedics under (B)(4).